Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the display was not broken. It was noted that the upper case was damaged, the lower case was broken, both bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard window had a large deep scratch on it, the display was bleeding pixels. (B)(4).

Event description:
It was reported the epg (external pulse generator) won't sense 100% of the time. It was also reported the screen is cracked. The epg was returned for repair. No patient complications were reported as a result of this event.